Event description:
It was initially reported by the physician's office that their handheld device was not working. A company rep went to the site and determined that the reported issue was that the handheld was not holding a charge. When the handheld was not plugged in the battery would deplete and the date and time would reset. It appeared while plugged in that the handheld was charging but when unplugged the handheld did not appear charged. This issue has been occurring for a while but the specific date was unk. The physician will return the handheld once he receives a replacement handheld.